Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unusual issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information previously omitted; test strips have been returned and undergone testing but the information was omitted from follow-up # 1 (fu#1). The MFR narrative in fu#1 should have included the text: the test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. A secondary issue was also noted; the vial was found to contain a foreign object. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The "alert date" in fu#1 should also read (B)(6) 2016 and the "device returned to mfg date" (B)(4) 2016. This supplemental contains appropriate additional evaluation codes.